Event description:
Livanova deutschland received a report that essenz hlm cockpit froze and went black while the arterial pump was stil running. Reportedly, the perfusionist turned off the pump for two minutes, and after turning it back on, the procedure was concluded smoothly.there was no patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided.h11 livanova deutschland manufactures the essenz hlm, the event occurred in the united states.livanova initiated an investigation.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.